Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing, specifically the ECG fall off test. The cause for the failure was isolated to an open solder connection on the rear pulse wire inside the distribution node (dn). The root cause for the open solder connection was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the ecgs were non-functional.